Manufacturer narrative:
Technical bulletin (technical bulletin c-series charger adapter board 1-0008-2.pdf).

Event description:
Customer reported the circuit board of a c625 manual pt burning. The system involves a transition gage, power turntable, and midline charger. The lift was not operable after the incident and was serviced by our dealer.